Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left and right common femoral artery through the 6fr unspecified sheaths. The 50% stenosed target lesion was located in the tortuous bilateral iliac artery. Two 8.0mm x 40mm x 75cm express® ld iliac / biliary stents were selected to treat the lesions. The initial plan was not to predilate either side of the lesion. The first 8.0mm x 40mm x 75cm express® ld iliac / biliary stent was advanced to the right iliac artery successfully. At this point, the stent was not yet inflated inflated as the physician wanted to position the second 8.0mm x 40mm x 75cm express® ld iliac / biliary stent on the left iliac artery first. The second 8.0mm x 40mm x 75cm express® ld iliac / biliary stent was then advanced to the left iliac artery. However, resistance was encountered at a bend in the vessel, but angiographic image did not suggest significant narrowing such that the stent delivery system (sds) would not track. The physician used more force to push the sds to the lesion. As a result, the stent was dislodged from the sds. The sds was removed from the patient. The lesion was then predilated using a 5x4 non bsc balloon catheter, creating a channel. A 7x57 non bsc stent was advanced and deployed to the left iliac artery to jail the dislodged stent to the vessel wall. The first 8.0mm x 40mm x 75cm express® ld iliac / biliary stent on the right iliac artery was then inflated successfully. Final angiographic images showed good flow. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left and right common femoral artery through the 6fr unspecified sheaths. The 50% stenosed target lesion was located in the tortuous bilateral iliac artery. Two 8.0mm x 40mm x 75cm express ld iliac / biliary stents were selected to treat the lesions. The initial plan was not to predilate either side of the lesion. The first 8.0mm x 40mm x 75cm express ld iliac / biliary stent was advanced to the right iliac artery successfully. At this point, the stent was not yet inflated as the physician wanted to position the second 8.0mm x 40mm x 75cm express ld iliac / biliary stent on the left iliac artery first. The second 8.0mm x 40mm x 75cm express ld iliac / biliary stent was then advanced to the left iliac artery. However, resistance was encountered at a bend in the vessel, but angiographic image did not suggest significant narrowing such that the stent delivery system (sds) would not track. The physician used more force to push the sds to the lesion. As a result, the stent was dislodged from the sds. The sds was removed from the patient. The lesion was then predilated using a 5x4 non bsc balloon catheter, creating a channel. A 7x57 non bsc stent was advanced and deployed to the left iliac artery to jail the dislodged stent to the vessel wall. The first 8.0mm x 40mm x 75cm express ld iliac / biliary stent on the right iliac artery was then inflated successfully. Final angiographic images showed good flow. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned catheter identified that the stent had dislodged from the balloon and was not received for analysis. The balloon did not appear to have been subjected to any positive pressure. A clear impression of the initial stent crimp was evident on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).